Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified iliac vessel. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.